Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer became aware of an allegation that an end user developed that device has electrical smell. While using a dreamstation auto CPAP w/hum/cell, dom. The device was returned to the third-party service centre. The customer complaint was not reproduced. There was no error has been identified. Additional findings were observed like, device working correctly.

Event description:
The manufacturer became aware of an allegation that an end user developed that device has electrical smell. While using an dreamstation auto CPAP w/hum/cell, dom. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.